Event description:
A starclose clip was partially deployed on the skin of a patient after an unknown procedure. It was reported the patient did not bleed. A small "(1/16th of an inch)" skin flap, including the clip, was removed in the procedure room. A steri-strip was used to close. There were no changes in patient management or any additional adverse events reported.

Manufacturer narrative:
The results of visual examination and testing on the returned device indicated that this device meets specification. The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event. The cause of the difficulties experienced during the procedure could not be determined based on the available information.